Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc. Product type: accessory. (B)(4). Results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly. A known good lead was able to be completely inserted into the connector port without difficulty. The connector port was checked with fiber optic scope and no anomalies were observed. Analysis of the wrench found no anomaly.

Event description:
It was reported the lead could not be inserted into the header block on (B)(6) 2013. It was stated the healthcare provider (hcp) was not able to get the lead fully into the implantable neurostimulator (ins) port. Reportedly, the hcp could get three of four electrodes in but they "could not visualize blue lead tip in ins header block." It was stated the ins was replaced and the new one worked fine. It was reported the patient was doing well and the ins was sent in the day of report. It was stated the hcp was unable to advance the lead all the way into the ins but after trying a different ins it was fine. It was stated the device was not used in the patient and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.